Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Black loading/unloading button broke off from plunger and plunger was deformed.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of disengaged or broken loading button may occur during the inability of the user to unload a needle which might cause the necessity to exert pressure on the button which results in the button disengaging or breaking off the plunger.the root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic paraesophageal hernia repair. While being used intra-abdominally, the devices crossfire and were misaligned. Additional devices were opened to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.